Manufacturer narrative:
The patient's legal guardian was called back on (B)(6) 2023 to document further information regarding the hospital visit. Additional information added to b5 - describe event or problem. Additional coding added to h6 - adverse event problem health effect - clinical code.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 5 and 24 hours. When the pod was removed from the arm, an abscess had formed and the patient noted swelling and pain. The patient went to the hospital where the doctor removed the pod and corrected with an insulin pen. The doctor attempted to continue insulin delivery using different pods at the hospital but the pods were not working. The patient switched to insulin pens for treatment. The patient had the abscess removed and was prescribed ibuprofen 400 mg for 14 days for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 5 and 24 hours. The pod was removed from the arm and a new pod was applied. The patient went to the hospital where the doctor removed the pod and corrected with an insulin pen. The doctor attempted to continue insulin delivery using different pods at the hospital but the pods were not working. The patient switched to insulin pens for treatment. The patient had an abscess removed during the hospital visit. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.